Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. Additional information indicated that there was no asystole. Fluoroscopy showed that the rv lead was dislodged. This lead was explanted and replaced with a competitor lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed that the helix was fully retracted with no sign of damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.